Event description:
It was reported that the pump battery was depleting quickly. There was no reported impact to the customer¿s blood glucose. Reportedly the customer continued to use the pump for insulin therapy.